Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's son stated, "the battery of the device went bad" and caused "issues." The device was explanted and it was unknown if it had been replaced. No further patient complications have been reported as a result of this event.